Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 402 mg/dl at the time of the incident. The customer was calling back after troubleshooting resulted in transmitter wireless re-pairing and reports behavior recurred after attempting blood glucose entry. The customer reported that the behavior was occurring for greater than 15 minutes. The insulin pump will not be returned for analysis.